Manufacturer narrative:
Complaint (B)(4): no samples were provided for evaluation. No customer pictures were received. No material numbers were provided by the customer. No batch numbers were provided by the customer. No further information or clarification was received from the customer. Unfortunately, without basic information, a thorough investigation is not possible. Customer states the complaint has been addressed, and they consider it closed. The cause of the event cannot be determined.

Event description:
Customer states specimens are partially spun when received at the west hill lab. Client then gets a note of "specimen compromised" on patient result. "Specimen compromised" means partially spun tubes. Client (where the specimens are spun) is concerned whether the centrifuge is not working properly. No further information/clarification was provided by the customer regarding handling per the IFU (number of inversions, clotting time, centrifugation speed/time), and no further information on material number, batch number, or samples is expected. Customer has advised they have addressed the above with the client, and their case is closed.